Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. However, the returned device indicated a damaged grommet and a missing set screw.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead set screw was accidentally backed out of the device header and was unable to be re-seated. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.